Event description:
During an atrial fibrillation procedure, a pericardial effusion developed while attempting to access the right inferior pulmonary vein. After isolating the left pulmonary veins and right superior pulmonary vein, an attempt was made to access the right inferior pulmonary vein. When withdrawing the volt catheter inside the agilis sheath there was difficulty to withdraw the volt catheter. After several attempts the volt catheter balloon was inflated by 0.2-0.3ml and it was able to be withdrawn through the agilis sheath. The blood pressure suddenly dropped during the attempts and a pericardial effusion was noted on echography. The perforation is alleged to have potentially occurred during the volt catheter balloon deflation and withdrawal maneuver, performed with the wire retracted into the catheter body, the volt catheter may have snagged on surrounding tissue. A pericardiocentesis was performed. The blood pressure came back up, and the patient was transferred to the intensive care unit. The patient remains stable with resolved pericardial effusion. There are no alleged performance issues with any abbott device.